Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The alarm occurred on (B)(6) 2013 at 15:59:01. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The high drain alarm was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.